Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "recognizing door state" was reproduced. A review of the event history log revealed multiple "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as does not recognize closed door. The cause of the condition was the damaged lower link switch. The lower auxiliary required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognizing the door state. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.